Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a titanium transfer set separated from the flow control barrel. This occurred during use of peritoneal dialysis therapy. The transfer set was used for three months. No leaked was reported. There was no patient injury or medical intervention associated with this event. No additional information is available.